Event description:
It was reported that the patient developed an infection following generator replacement surgery. It was reported that there was pus coming from the incision site so the surgeon hospitalized the patient. The surgeon plans on explanting both the generator and lead. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.